Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
20-sept-2019 literature article entitled: ¿vascular tumor in metal-on-polyethylene tha requiring hemipelvectomy¿ by jason h. Lee, md; vu h. Le, md; amy steinhoff, md; bang h. Hoang, md was reviewed for MDR reportability. This article captures the progression of a (B)(6) man with a primary tha implanted in 1992 presenting with a 1-year history of insidious left hip pain associated with a small soft tissue mass on the anterior groin. This pc will serve to capture the initial surgical intervention including exploration of the tha and incision and drainage of the necrotic hematoma and revision of the cobalt-chrome femoral head due to corrosion. It is reasonable to conclude that the polyethylene liner was replaced at this time as well. Prior to the initial revision surgery, radiographs showed resorption of the proximal femur with radiopacities of the soft tissues surrounding the hip joint but no gross evidence of component loosening or wear. Infectious workup, including blood work and aspiration, were negative, and biopsy of the soft tissue mass showed organizing thrombus and necrosis with no evidence of malignancy or bone cyst. Angiograms showed no malformation, fistula, or extravasation. The patient subsequently underwent exploration of the tha and incision and drainage of the necrotic hematoma. Approximately 2 quarts of necrotic, hematogenous tissue were debrided within the joint and tracking within the acetabulum. The implants were deemed stable. The cobalt-chrome femoral head was replaced because it was corroded. It is reasonable to conclude that the polyethylene liner was replaced at this time as well. The necrotic tissue pathology results were similar to the preoperative biopsy, showing fibrinous hematoma with mild chronic inflammatory reaction. The models of depuy prostheses used during the primary procedure include duraloc porous-coated press-fit acetabular cup with locking ring and srom porous-coated proximal femoral sleeve with stem. It is reasonable to conclude that the head and polyethylene liner would also be manufactured by depuy. A second pc will be created to capture the subsequent radical excision of the soft tissue mass with hemipelvectomy and complex flap closure.